Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that the power cord of an hc500jhu respiratory humidifier was "frayed". This was observed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint hc500jhu respiratory humidifier, that had been returned to fisher & paykel healthcare (fph) (B)(4) service center, was visually inspected for frayed power cord. The humidifier unit was subsequently calibrated, performance checked and electrical safety tested. Results: no damage was noted to the exterior casing of the humidifier. Further inspection revealed that the mains power cord was frayed and had exposed wiring. The humidifier passed all the tests conducted when the defective mains power cord was replaced. A lot check revealed no other complaints of this nature for this lot number. Conclusion: fph hc500 operating manual specifies various warnings to reduce the risk of burns, electric shock, fire or injury such as; never operate the hc500 if it has a damaged power cord or plug, it is not working properly or any part of the humidifier is dropped/damaged or dropped into water. Keep the power cord away from heated surfaces. Do not attempt to repair or replace the power cord or plug without guidance from a qualified electrician or tech. The humidifier was put into healthcare facility service after the mains power cord was replaced.